Manufacturer narrative:
The customer found a loose tubing on the diluent pick-up line, and tightened the tubing that fixed the leak. Beckman coulter field service engineer (fse) inspected the instrument and found a malfunctioning shear valve (cvl85/126). The fse replaced the shear valve that resolved the aspiration errors. Failure mode was related to loose diluent pick-up line and malfunctioning shear valve (cvl85/126). However, the instrument generated aspiration errors alerting the operator to an instrument problem. Beckman internal identifier number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they were getting partial aspiration errors on the coulter lh 750 hematology analyzer. During troubleshooting the customer found fluid leak from the back of the unit. The volume of the leak was 1 liter and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protection equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.